Event description:
After robotic portion of procedure and while we were setting up for cysto, scrub tech noticed pt arm outside of bean bag, nurse assessed and bean bag found to be deflated. Suction was still hooked up to bean bag and bag nozzle was in locked position (not depressed). Uf# (B)(4) .